Event description:
It was reported that the patient with the pacemaker system experienced infection and erosion. Subsequently, the patient underwent a surgical procedure, and this system was explanted. No additional adverse patient effects were reported outside of the surgical procedure. These explanted products were disposed of and will not return for analysis.